Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, suoh, athlete premium. Guide cath: launcher ebu4.0 7fr. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Additional information: it was reported that the voyager nc was advanced several times with inflation and deflation of the balloon, but still could not cross the lesion.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager balloon catheter found contrast visible in the inflation lumen, on the shaft and on the loosely-folded balloon, which is consistent with handling and the reported inflation of the device. Although no damage was originally reported in the case description, the analysis revealed that there was a longitudinal rupture in the balloon at the distal taper, extending proximally for a length 9 mm. The ruptured balloon was also torn radially in the middle of the balloon. Additionally, the tip of the catheter was found to be separated at the distal end of the gap. The separated portion was not returned however, the fracture face of the returned half was stretched and jagged, indicating that the separation was likely related to tensile overload (material stress/fatigue). A full length mandrel was used to measure the inner diameter of the guide wire lumen and the tip, which met manufacturing specification. As a result of the noted damage, measurements of the tip length, the crossing profile and the 2/3 balloon profile could not be taken. Additional information received from the account stated that this event was only reported for failure to advance and physician did not notice any damage after the procedure. Although it is uncertain if the damage to the tip and balloon occurred during use or after the procedure, since there was no report of any leaks or damage noted during inspection / preparation prior to use, this indicates there was no damage present prior to the procedure. Scanning electron microscopy (sem) determined that the balloon failure may have been attributed to exposure conditions during the procedure and/or a material processing discrepancy. The outer surface exhibited numerous partial tears and mechanical damage adjacent to the radial and longitudinal ruptures. Some of the tears also extended through the balloon wall thickness and a there were a few partial tears were observed along the inner surface. Reportedly, the device was advanced with inflation and deflation of the balloon several times in an attempt to cross the lesion, which could have contributed to the reported difficulty and damage noted. It should be noted that the products instructions for use (IFU) warns: do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Although it cannot be determined if the rupture and tip separation occurred during use or after the procedure, there does not appear to be any indication of a product quality deficiency. The inability to cross the lesion can be affected by numerous factors including, but are not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, interactions with other devices or accessory device support; not generally associated with a product quality deficiency. In addition, balloon material ruptures may result from factors such as, but are not limited to: balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The lesion was characterized as mildly tortuous, moderately calcified and 99% stenosed, which likely contributed to the difficulties experienced. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database was performed and there have been no other incidents reported for balloon ruptures or tip detachment with this lot. Based on the information received with this complaint and the analysis of the returned product, the reported failure to advance, balloon rupture/tear and tip separation appear to be related to the operational context of the device and not a product quality deficiency.

Event description:
It was reported that the voyager nc balloon catheter was unable to cross the lesion site in the right coronary artery below the bifurcation. Vessel and lesion site were characterized as being mildly tortuous, moderately calcified, eccentric, de novo and 95 to 99% stenosed. The catheter was exchanged with a non-abbott device that was also unable to cross and so the procedure continued with another non-abbott balloon catheter. No adverse patient effects were reported. No additional information was provided. Device analysis revealed a balloon rupture and also a separated tip. The physician noted that he did not see the damage after removal. However, it is still uncertain when the damage occurred.